Manufacturer narrative:
Lot numbers: ka2982, jl2704, kd2860 and jm2717 were returned with this inquiry. Hospital could not determine which lot was actually involved in the event. Ethicon elected to evaluate all returned lots. All the samples from the unopened packets were tested for needle pull and the results obtained were above the usp and ethicon requirements for sample average. One of the samples of lot kd2860 had a value which fell below the minimum individual requirement. This result, if found during normal finished goods testing, would be rejectable. An investigation was conducted. A batch history record review was conducted and revealed that the batch met requirements. All operators responsible were retrained on swaging and winding of channel needles. Additionally, corrective action to remone silicone dispensing was approved on 6/11/97.

Event description:
Needle pull off: customer reports that needle pulled off suture during surgery. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.